Event description:
Damage to the pump housing surrounding the usb port was reported by the customer, impacting the ability to charge the pump. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, as it was under warranty. The customer understood the instructions to place the pump into storage mode and return it with a pre-paid label within ten days. The user continued using the current pump to prevent interruptions in insulin delivery.